Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the pump was located in the customer's pocket. The customer's blood glucose level was 259 mg/dl. Reportedly, the customer removed the pump from the pocket and was able to successfully clear the alarm and resume insulin delivery.